Manufacturer narrative:
Follow-up #1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed moisture contamination behind the display lens. The display was fully functional with no signs of fading or discoloration. Investigation revealed the battery compartment threads are stripped. The battery cap could not tighten appropriately due to damaged battery cap threads. A test battery cap was used to complete investigation and there was no power loss observed. Leak testing revealed a display lens leak. The pump cover was removed and there was evidence of moisture contamination found throughout the inside of the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank with moisture behind the lens. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.